Event description:
After successful deployment of a bifurcated device and an aortic extension an angiographic image showed a proximal and a distal type I endoleak. The physician deployed a (B)(4) limb extension to correct the distal type I endoleak, prior to addressing the proximal endoleak. An aortic extension was introduced and advanced. While advancing past the limb extension, the physician inadvertently pushed the limb extension past the aortic bifurcation with the delivery system. The aortic extension and the introducer sheath were removed and the cutdown was extended to remove the dislodged limb extension. After removing the limb extension a synthetic graft was sewn in, along with limb extension model and a bypass graft from the common iliac artery to the hypogastric artery, which repaired the distal type I endoleak. A final angiographic image showed no proximal type I endoleak.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because data port issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.